Event description:
It was reported that approximately 11 years post vena cava filter deployment; two detached filter limbs were discovered. The filter and one detached limb were successfully captured and retrieved, the second detached filter arm remains embedded in the right lung. There are no plans to remove the detached limb in the lung. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.